Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered two bursts of anti-tachycardia pacing (atp) and eight shocks as inappropriate therapy for atrial fibrillation during three different episodes. Boston scientific technical services (ts) recommended changing the device programming so this event doesn't happen in the future. The device remains in service. The patient had their medication adjusted and the device was reprogrammed. No additional adverse patient effects were reported.